Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the cable connecting the rear #1 and rear #2 therapy electrodes was pulled form the rear #2 therapy electrode, damaging wires. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt failed incoming functionality testing.